Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service and that a revision procedure to address the shorted shock condition was imminent. The boston scientific local area sales representative stated that the patient will be monitored at the hospital and that the hospital staff had been instructed to externally shock if the patient has an arrhythmia.

Event description:
Additional information was provided that the patient that was implanted with this device noted that it had been explanted due to a product performance issue and was replaced with a competitor device. No adverse patient effects were reported.

Event description:
Boston scientific received information that the transvenous right ventricular lead in association with this implantable cardioverter defibrillator (ICD) did exhibit a shorted shocking condition, which was noted upon device interrogation. The patient had presented to the emergency room due to being shocked for ventricular tachycardia. The fast rhythm ultimately broke on its own. It was noted that there had been noise on the rv rate/sense channel around the time of the shock delivery. The device was also noted as at elective replacement indicator (eri). There was no adverse patient effect reported in association with these clinical observations.